Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial#(B)(4), implanted: (B)(6) 2013, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for failed back surgery syndrome and non-malignant pain. It was reported the patient had a revision on (B)(6) 2021. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2021-aug-31 indicated the patient had a partially occluded catheter. The spinal segment was revised. It was noted the event was resolved; however it was reported the patient was having pain post catheter revision. It was noted the physician had disabled the patient¿s personal therapy manager (ptm) settings post catheter revision surgery. He wanted to have the patient¿s ptm settings reset to her settings prior to the revision. The devices were currently in use.